Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during a pt event, after 2 compressions, the board stopped. The users took a second board (s/n (B)(4)) and after 2 compressions, the board stopped. As the 2 boards were out of order, the users did manual CPR. There was no additional info provided. No adverse pt sequela was reported.